Manufacturer narrative:
Other, other text: additional contact: (B)(6).

Event description:
Information was received indicating that when a smiths medical pneupac ventilators parapac plus was connected a patient circuit (the 1st product), a high-pressure warning alarm kept sounding. So the site replaced it with another one (a patient circuit, the 2nd product), and the parapac plus worked normally. The site then connected the 1st product back to the parapac plus again. However, this time, it worked normally and no alarm was issued. There was no patient injury.

Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus. Device was tested and passed all testing, even after switching circuits to numerous lines. No fault could be found with device as device functioned as it is intended.

Event description:
Investigation completed on a smiths medical ventilators/pneupac ventilators. Summarized h -10.